Event description:
The patient complained about the damaging of teeth after an air flow treatment with perio powder. Micro cracks appeared on all the teeth during several days, enamel came off, which led to the very sensitivity of the teeth. At the same time, two teeth chipped off and the fragment of the front tooth have detached. Now two more front teeth are likely to be "chipped off".

Manufacturer narrative:
Ems perio powder is a powder composed mainly of (B)(4). This powder is really thin and the particularity of this powder is to be soft during the treatment. The perio powder is extremely safe on soft tissue, thus, the probability of producing any changes on the hard tissue is negligible. As a result, it's difficult to make any link between this powder and the damage reported on the teeth. According to the information reported, we could suppose that the teeth were already brittle before the air flow treatment or that the dentist used some non recommended additive during the treatment. The perio powder batch 130522 received in (B)(4) 2013 was verified by our incoming inspection and this batch of 740 x 4 bottles was within the specifications. We will try to get more details on the treatment performed and on the medical history of the patient and we will provide some articles to our distributor which demonstrate the safety of air polishing and powder.